Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose to exceed 500 mg/dl, displaying a "high" value. The customer addressed the issue by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the malfunction. The customer was instructed to continue using the pump and to call back if the issue recurred.